Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 pockets c1 and c2 were failed. A field service engineer investigated the issue but could not identify a specific root cause, reseated the cable at the back of the drawer, which resolved the issue, verified proper operation using the hardware test application (hta) and confirmed user access through the med application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es e5n, drawer 4.1 pockets c1 and c2 repeatedly failed; although temporary recovery was possible, the issue recurred even after moving medications to different cubies. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.